Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pectoral stimulation. It was also reported that the right ventricular (rv) lead exhibited high impedance and that a fracture was confirmed. It was thought that the issue may have been due to forest walking. The lead was capped and replaced. No further patient complications have been reported as a result of this event.